Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection of the lead found the inner coil to be over-torqued at the connector region. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner coil consistent with procedural damage. Destructive analysis did not find any damage that could cause capturing and sensing issue.

Event description:
Related manufacturer reference number: 2017865-2021-38099. It was reported that after a device implant procedure, it was observed that the right ventricular (rv) and right atrial (ra) leads exhibited high capture thresholds, a failure to capture, and a failure to sense. The rv and ra leads were explanted and replaced. The patient was stable.